Manufacturer narrative:
B3: date of event; day is unknown. Month and year provided(5/2025). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave a cassette not attached error. It occurred during testing.

Manufacturer narrative:
One device was received for analysis with complaint of cassette not attached error. Log events were reviewed and there were no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The latch lock was defective. Downstream occlusion (dso) test and upstream occlusion sensor test failed. The downstream occlusion (dso) sensor was found to be defective and replaced. The complaint was confirmed. Probable cause of complaint was defective dso sensor.